Event description:
There was an over-infusion of a heparin solution associated with the infusion pump. Channel one was programmed to infuse a 250 ml container of heparin at 11.5 ml/hr. The container was empty after only 12 hrs, instead of the anticipated 22 hrs. The infusion pump was removed from the pt. Observation of the pt was the only intervention.

Manufacturer narrative:
Evaluation summary: the infusion pump was evaluated by ecri at the request of the hospital. In summary, several flow accuracy tests were performed at 10 ml/hgr and 100 ml/hr. On both pump channels. The accuracy results were within 5% and 6.5% for channel one and within 5% for channel. These results are within baxter's accuracy specification. The cause for the reported overinfusion could not be determined. The infusion pump was returned to the hospital.